Event description:
It was reported that a malfunction with code malf 9 occurred. There was no adverse impact to the customer¿s blood glucose level. Technical support provided assistance with resetting the pump, and the customer was advised to continue using it, with instructions to call back if the malfunction code recurred, which it did not.